Event description:
The event occurred when the rt was in the pts room draining the tubing and pushed the alarm silence button, the ventilator alarmed and displayed all 888s on the front panel. E-11 error code was displayed. Pt was hand bag ventilated, while the ventilator was checked. Pt was placed on another ventilator. Settings on ventilator, vt 700, ac 14.45 % oxygen, peep + 5 cmh2o.